Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that multiple knives were noted to be extremely blunt during separate surgeries. There was no impact to any patient. Additional information has been requested. This is one of two reports being filed for the same issue. This report is for the issues which occurred on unknown dates.

Manufacturer narrative:
Evaluation summary. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported was performed; no anomalies were found. The product was released based on the products acceptance criteria. A complaint history examination indicates one additional complaint associated with this cutting instrument lot. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as blunt knifes, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The root cause for the defect experienced by the customer cannot be determined. (B)(4).